Event description:
A nurse reported that during three vitrectomy procedures, multiple system messages were displayed and two of the four ports were not working on the illuminator. The system messages were cleared and the surgeon was able to use the other two ports to complete the cases. All surgeries were completed with no harm to the patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).